Event description:
The customer reported that when the physician placed the vasoseal es tissue dilator over the locator before resistance was met, the person holding occlusive pressure stated that "something did not feel right". The physician no longer felt resistance and the dilator was removed and then the locator came out of the tissue tract with its j segment deployed. The physician attempted to retract the j segment after the case and the j segment broke off after manipulation. No complications were reported.